Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the intellanav stablepoint open-irrigated catheter was visually inspected and the tubing was found partially detached. Product analysis confirmed the reported events of message - d07 temperature too high, tubing set fluid leak, and tubing set damaged/defective. With all available information, the problem was traced to the design specification.

Event description:
It was reported that during an atrial fibrillation procedure, an intellanav stablepoint open-irrigated catheter was selected for use. After the ablation of right superior pulmonary vein (rspv), during ablation of the right inferior pulmonary vein (ripv), the generator displayed a "high temperature" error. The physician noticed that from the irrigation tubing set of the catheter, liquid from the pump was leaking; there was a small hole in the tubing set. The device was replaced, and the procedure was completed successfully with no patient complications. The product is expected to be returned for analysis.

Event description:
It was reported that during an atrial fibrillation procedure, an intellanav stablepoint open-irrigated catheter was selected for use. After the ablation of right superior pulmonary vein (rspv), during ablation of the right inferior pulmonary vein (ripv), the generator displayed a "high temperature" error. The physician noticed that from the irrigation tubing set of the catheter, liquid from the pump was leaking; there was a small hole in the tubing set. The device was replaced, and the procedure was completed successfully with no patient complications. The product is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.